Event description:
A male pt weighing 67 kgs was being transferred from a bed to a chair using a hoist with a large unpadded sling. Following the raising of the pt and turning to position into chair the leg connection on the right hand side of the sling became detached. The pt slowly slid through the sling and was aided by staff to the floor, no injury occurred. The sling subsequently detached again while trying to lift the same pt. One person involved.